Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports whit at home, approximately 3 hours post dialysis, the patient noticed blood on the gauze dressing covering the arterial lumen extension. The catheter needed to be replaced. The catheter was originally placed on (B)(6) 2015. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. No trends or triggers were identified. A sample photograph was provided for analysis and investigation. According to the visual evaluation through the picture; a hole was found in the tubing silicone strain relief section, which shows evidence of signs of product use. In addition, a brainstorming was performed with the dialysis manufacturing operators in order to identify potential causes for this event. Silicone tubing, 2.75 inch is supplied by a vendor. Within the component, properties inspected by the supplier are: inside diameters, wall thickness, length and appearance. Additionally, incoming quality performs testing activities to this product. Based on the event description, the catheter performed as intended for about 4 months after its implantation. The catheter silicone extensions are inspected by the operators after the manufacturing process. The manufacturing operator must reject the part if there is any contamination, cuts or notches in the tubes. In addition, palindrome catheters are submitted to a 100% physical inspection according to a pressure test procedure. Per the instructions for use; clamping the catheter repeatedly in the same spot could weaken the tubing. In order to avoid damage to the silicone tubing, the user must change the position of the clamp regularly to prolong the life of the tubing. It is also recommended to avoid clamping near the adapter and hub. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force, or rough edges. According to the visual evaluation through the picture a hole was found in the tubing silicone strain relief section, which shows evidence of signs of product use. In addition, the complaint sample shows clear signs of material weakening as the extensions look deformed. Based on the visual evaluation of the sample, this would be the potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify problems on adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.